Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 1.2 and all cubies were failed, either failing to open or to release at the station. A field service engineer verified the hardware test application, observing that all cubies were seen, but none were able to open or eject. The retractor band was replaced with no change. Reinstalled the original retractor band and replaced the motherboard to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, the auxiliary drawer 1.2 pockets a1 and a2 failed to open; pockets a4, c3, c5, d5, and e5 also failed to release, which hindered users from accessing medication for a patient. The customer stated that users were able to access alternative stations to obtain the necessary medications, and there was no delay or harm to the patient. There were no adverse events or injuries reported based on this event.